Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and that the touchscreen was cracked and unresponsive. The customer reverted to multiple dose injections for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level. A replacement pump was sent.